Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was not successfully implanted due to higher than expected impedance and threshold measurements during the implant procedure. The lead was removed and replaced with another of same model type however, no return of product is expected. Additionally, no resulting adverse patient effects were reported.